Manufacturer narrative:
Block g2: competent authority reference number: r2402442. User facility reference number: (B)(4). Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/canceled procedure. Block h10: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received fully covered and undeployed. Visual inspection found the outer sheath kinked. Destructive inspection was performed to identify the torsion (rotational damage), the delivery system was disassembled, and the outer sheath was found twisted. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy. It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied) resulted in the observed damage of outer sheath kinked. A product labeling review identified that the device was not used in accordance with the instructions for use (IFU) / product label. The IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." However, it was found that the handle was rotated as the device was luer locked to the scope, which resulted in the observed damage of the outer sheath twisted. This damage could result in unable to deploy the stent. Therefore, the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was used during a stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was unable to deploy. They attempted to use another axios stent of a different size but the damage in the gall bladder from the initial incident made the procedure too difficult. The procedure was canceled due to this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block g2: competent authority reference number: (B)(4). User facility reference number: (B)(4). Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/canceled procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was used during a stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was unable to deploy. They attempted to use another axios stent of a different size but the damage in the gall bladder from the initial incident made the procedure too difficult. The procedure was canceled due to this event. Note: no further information has been obtained despite good faith efforts.